Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 97 mg/dl. The customer states her pump is not working. The customer also states that she changed the battery in her pump and now it will not come on and she has been on shots all day. The insulin pump will not be returned for analysis.